Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt called the on-call nurse and reported that the primary system controller was alarming and displaying backup battery fault. The nurse walked the pt and wife through a system controller exchange, while remaining on the phone while the exchange took place. The pt connected batteries to the backup system controller and then went to change the percutaneous lead. The pt changed over the percutaneous lead, but the system controller still displayed "charging". The nurse told them the percutaneous lead was not connected and to push in harder. The pt then passed out. The pt's wife stepped in and attempted to connect but could not so was instructed to try the primary system controller again. She successfully re-connected the percutaneous lead back to the primary system controller and established running the pump again. The pump was off for approximately 3-4 minutes. The patient was very slow to move/wake up. Emergency services was called to assess the situation and take the patient to the emergency department.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.